Event description:
Had lasik eye surgery at icon in (B)(6) on (B)(6) 2014. Immediately experienced intense severe pain in both eyes which was relieved by prescribed meds. Next day follow up was advised to use more steroid and pain meds for relief but no help from that. Icon advised an enhancement later. Currently suffering ongoing intense pain in both eyes with hyper-sensitivity to light and poor vision except for close up which is okay. Had reading and distance correction procedure. Very displeased with this surgery. Only after surgery did I learn about the risks and the permanency of damage. Was pressed by icon to have the procedure and was told I was a good candidate. Don't know what to do as this pain is unbearable and constant. My quality of life is pretty much shot.